Manufacturer narrative:
Fhc rep attended the case described above. The rep reviewed the planning files at that time and determined there were inaccuracies in selection of points for the planning. The surgeon attempted to attach the platform to the anchors and was unsuccessful.

Event description:
Neurosurgeon and sales rep reported a case where a unilateral microtargeting platform did not fit the anchors when applied to the pt. The pt had undergone surgical preparation including incisions made above the bone anchors. As a result, the surgery was rescheduled and a new microtargeting platform was created. This platform fit the anchors correctly and the surgery was completed.